Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twenty-two events were reported for this quarter. Nineteen devices were received for evaluation. Five events were duplicated. Twelve events were not duplicated during testing; however, the devices were found to be outside of specifications. Three devices were found to be affected by worn internal components and internal corrosion. Two devices were found to have internal corrosion. Ten devices were found to be affected by worn internal components. Two devices were found to be affected by damaged internal components and internal corrosion. The reported event was not duplicated for 1 device; the device was found to be within specifications for the reported event. One device was returned; however, the customer declined full evaluation of the device. Three devices were not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 22 malfunction events, in which the device overheated. Nine reported events had no patient involvement; no patient impact. Twelve reported events had patient involvement with no patient impact. One reported event had no known patient involvement or patient impact.